Event description:
It was reported that while using the surgical fiber during a prostate procedure, an "excessive use" error message was received at 146,069 joules of use. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a radial fracture of the glass cap, distal to the output window; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus on the metal cap was also observed. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.